Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('6.5 week post op') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("headache. Still get every few weeks but not everyday"), feeling abnormal ("cloudy feeling"), anxiety ("anxiety"), emotional disorder ("emotional stuff") and visual impairment ("vision came back after removal"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal and emotional disorder outcome was unknown, the headache was resolving and the feeling abnormal, anxiety and visual impairment had resolved. The reporter considered anxiety, emotional disorder, feeling abnormal, headache, medical device removal and visual impairment to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: case was upgraded to incident from other event case. Event injury was updated to medical device removal and reporter information was added. On 23-mar-2020: follow up received form social media. Reported information was added. Non-serious events added: headache, foggy feeling in head, anxiety, emotional disorder, and visual impairment. Information about the new reporter was added as per the source document. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.